Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported the valve broke on the sheath. The sheath was replaced and the issue resolved. There was no patient consequence reported. The valve was leaking back blood. The hemostasis valve (gasket) is broken but not sure about pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. The patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was maybe 3 ccs. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported the valve broke on the sheath. The sheath was replaced and the issue resolved. There was no patient consequence reported. The valve was leaking back blood. The hemostasis valve (gasket) is broken but not sure about pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient and air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. The patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was maybe 3 ccs. The device evaluation was completed on 02-mar-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was not returned with the carto vizigo sheath. Resistance was not felt when the dilator was inserted, the resistance reported in the event could be related to the hemostatic valve separation. A device history record evaluation was performed, and no internal actions were identified. It should be noted that sheath failure is multifactorial. Based on the information currently available, the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and silicone ring. The dilator was inserted to verify if the valve was inside the sheath, but it was not found. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).